Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) coma [coma] felt tiredness [fatigue] ketoacidosis (diabetic patient) [diabetic ketoacidosis] the mechanical part and the piston rod didn't move normally and pen dose counter get stucked during injection (np4 and np3) [device mechanical issue] one np4 was broken at the cartridge [device breakage] another novopen 4 not working normally [device issue] hyperglycemia [hyperglycaemia] used nn insulin with syringe [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a consumer as "coma(coma)" with an unspecified onset date, "felt tiredness(tiredness)" with an unspecified onset date, "ketoacidosis (diabetic patient)(diabetic ketoacidosis)" with an unspecified onset date, "the mechanical part and the piston rod didn't move normally and pen dose counter get stucked during injection (np4 and np3)(device mechanical jam)" with an unspecified onset date, "one np4 was broken at the cartridge(device breakage)" with an unspecified onset date, "another novopen 4 not working normally(device issue)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "used nn insulin with syringe(wrong technique in product usage process)" with an unspecified onset date, and concerned a 14 years old female patient who was treated with actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used - 10 iu, tid, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes", , novopen 3 (insulin delivery device) from unknown start date for "device therapy", , novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient's weight 32-35kg, height 70-65cm and body mass index not reported current condition: diabetes (since 10 years and type of diabetes not reported) historical condition: car accident, accumulate blood mass on her pancreas. Concomitant products included - lantus(insulin glargine) on an unknown date, the patient felt tiredness and expected that happened due to the technical problem in the novo pen and was hospitalized for 3 days 10 days ago. Patient used nn insulin in hospital with dose 10 u 3 times before meals by syringe on an unspecified date, 7 to 10 days ago, coma started and ended 7 days ago. On an unspecified date, 10-15 days ago, ketoacidosis started and ended 5-6 days ago. On an unspecified date, 15 days ago, hyperglycemia started and ongoing when pen training was offered with one of the novopen 4, it was noticed that the mechanical part and the piston rod didn't move normally after adjusting the dose counter to 60 u and pressing the dose twice) and the dose counter stopped at 1st time at 8u and the 2nd time at 25 u. With novopen 3 , the dose counter didn't move as it was stuck at 70u, he said that there was another novopen 4 that was not working normally and it was not available during the call. Batch numbers: actrapid penfill: mr7cl20 novopen 3: unknown novopen 4: unknown novopen 4: unknown action taken to actrapid penfill was not reported. The outcome for the event "coma(coma)" was recovered. The outcome for the event "felt tiredness(tiredness)" was not reported. The outcome for the event "ketoacidosis (diabetic patient)(diabetic ketoacidosis)" was recovered. The outcome for the event "the mechanical part and the piston rod didn't move normally and pen dose counter get stucked during injection (np4 and np3)(device mechanical jam)" was not reported. The outcome for the event "one np4 was broken at the cartridge(device breakage)" was not reported. The outcome for the event "another novopen 4 not working normally(device issue)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. The outcome for the event "used nn insulin with syringe(wrong technique in product usage process)" was not reported. References included: reference type: e2b linked report reference ID#: eg-novoprod-1009346 reference notes: same patient and reporter preliminary manufacturer's comment: 05-jan-2023: the suspected device has not been returned to novo nordisk for evaluation. No conclusion is reached. Company comment: coma and fatigue are assessed as unlisted events; diabetic ketoacidosis and hyperglycaemia are assessed as listed events according to the novo nordisk current ccds in actrapid. Patient underlying long standing diabetes mellitus is a significant risk factor for the development of hyperglycaemia and diabetic ketoacidosis. Coma and fatigue could be clinical manifestation of diabetic ketoacidosis. We have not received the suspected faulty device for investigation. No conclusion is reached. This single case report is not considered to change the current knowledge of the safety profile of actrapid.